Manufacturer narrative:
The event date is unknown after not having the exact date of the event and only receiving a time frame of (B)(6) 2023 to (B)(6) 2023 from the customer. It was further reported that all endoscopes at the customer site are reprocessed according to validated procedures, and the device in question also underwent the validated process in each case. Before the first contamination, the device was reprocessed 114 times in 2023, always resulting in no positive culture results. The device was decommissioned starting (B)(6) 2023. There were 3-4 days of storage between preparation and sampling. The storage environment before sampling was unknown. The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The hygiene microbiological investigation report indicated the distal end of the scope were cultured and had no detection. The instrument / biopsy / suction channel of the scope was cultured and had no detection (0 cfu). The air/water channel of the scope was cultured and had no detection (0 cfu). The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found that distal end, air water cylinder and air water tube had foreign objects. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the duodenovideoscope tested positive for microbiological contamination. The working channel was always found to be contaminated with various germs (enterobacter, serratia marcescens, citrobacter, pseudomonas aeroginosa, klebsiella oxytoca) of 1 to 50 colony forming units (cfu) and cell turf, while all other channels were unremarkable with a new reprocessing taking place between each of the 4 samplings. The first sample was taken on (B)(6) 2023. Findings were received on (B)(6) 2023. The device was still in use during the two days pending results. The last reprocessing of the device was done on (B)(6) 2023 and was contaminated with klebsiella oxy. 50 cfu and citrobacter 20 cfu. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. The device was returned and evaluated on related MFR 00666 where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cell turf remained in the biopsy channel due to insufficient reprocessing. The liquid at the distal end and white foreign material in the air/water tube and cylinder was likely residue from a prior procedure, however the materials could not be identified, and a conclusive root cause of the events could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.